Event description:
On (B)(4) 2012, the following info was reported to kci by the physician: on (B)(6) 2012, the pt allegedly developed a wound infection and had wound deterioration while an v.a.c. Therapy requiring treatment with antibiotics.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control (qc) checks and met specifications prior to pt placement. On (B)(4) 2012, the unit passed qc checks and met specifications after pt placement.